Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope had fog free error 104 (video signal communication fault). This issue occurs during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, light guide bundle of the video cable section is broken, light transmission is lost or too low, heating function is not given properly, broken printed circuit (tesu) board. A root cause could not be identified. Based on the results of the investigation, it is likely the printed circuit board (tesu) was broken causing improper heating. Light transmission is lost or too low due to broken light guide bundle of the video cable section. The most probable cause of damaged fiber bonding area in the outer tube (distal end) is traced to component failure due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.